Event description:
During an atrial fibrilation procedure, it was reported that webster cs catheter was displaying noise on the carto 3 and recording system. The catheter was replaced and the issue was resolved. The procedure was completed with no patient consequence. On october (B)(6) 2013, received additional information requested from the bwi representative stating that the noise was observed in all channels, body surface and intracardiac signals, were completely unreadable in both systems simultaneously, from top to the bottom of the screen. The physician was not capable to interpret both signals and required to disconnect the catheter. This occurred upon connecting the cable to this catheter and after replacing it, the noise did not return.

Manufacturer narrative:
Investigation is still in progress. (B)(4).